Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to failure of the g1 board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Due to a failure of the g1 board the device turned off. Additionally, the evaluation also revealed scratches on the screen. Additional information : follow up response from the user facility noted the procedure was a therapeutic and was completed. No other pertinent information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the high definition lcd monitor power turns off after startup. It is unknown when the issue was found. There were no reports of patient harm.